Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: a review of the pump black box revealed unexplained pump reboots following a cs 054 error. There were additional cs 052 errors observed in the black box. The pump reboots were observed in the normal clearing of the cs 052/054 errors. The battery cap was able to fully tighten. The battery compartment was intact and the pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A ¿no power¿ event was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the pump powered with the returned battery cap to a dim and discolored display.